Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient died one day following the implant procedure. The exact cause of death was not able to be obtained, however likely was from the injury to the left ventricle and circumstances of the open heart surgery, it is not known if the valve contributed to the death or not.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (vacs iii) balloon. Directly after the final release of the valve, the patient's pressure dropped. A severe pericardial effusion was noted. The procedure was converted to a thoracotomy. A perforation of the left ventricle was obvious. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that both the pericardial effusion and the left ventricle perforation were mostly due to the left ventricle non-medtronic guidewire that was used. Treatment performed was to open the chest, explant the transcatheter aortic valve, implant a surgical aortic valve, and perform closure of the left ventricle perforation. Subsequently, the patient died.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of left ventricular perforation leading to a pericardial effusion and open surgical repair was assessed as likely not related to the evolut pro valve, as it was noted as likely related to the non-medtronic guidewire. Upon review of the information provided, the secondary event of death is assessed as likely not related to the evolut pro valve, as it was noted as likely related to the left ventricular injury and circumstances of the open surgery. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut pro valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Effusion is a known effect that can occur after cardiac procedures. In this case, the perforation was reported to have been caused by a non-medtronic guidewire. This is a non-medtronic product -related issue. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the vascular complications and effusion are likely contributing factors. Vascular complications, such as bleeding and perforation, are a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. In this case, the perforation was reported to have been caused by a non-medtronic guidewire. This is a non-medtronic product -related issue. The exact cause of death was not able to be obtained, however likely was from the injury to the left ventricle and circumstances of the open-heart surgery. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.